Manufacturer narrative:
The investigation determined that discordant, reactive ahbc results were obtained from six different patients when tested using vitros ahbc lot 2560 on a vitros 5600 integrated system. A definitive cause of the event was not established. However, the most likely cause of the event was user error, specifically the failure to follow correct laboratory protocol. The false reactive vitros ahbc results for the patients were posted along with ce (calibration expired) and em (expired maintenance) test codes. The customer has since recalibrated vitros ahbc lot 2560 and performed scheduled maintenance activities on the vitros 5600 integrated system. Furthermore, the handling of the patient samples between testing events is a possible contributor to the event, as patient sample collection devices are manually capped when stored following testing events and the customer does not use clean caps for each separate patient sample. The use of potentially contaminated caps across different patient samples is a potential contributing factor. Finally, patient sample mix up is a possible contributor to the event with the customer experiencing a period of high throughput with low staffing and inexperienced staffing. Pre-analytical sample processing could not be ruled out as contributing to this event, as it is unknown if the patient samples were prepared in accordance with the tube manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Additionally, turbidity in some of the patient samples could have contributed to the false reactive vitros ahbc results. No diagnostic precision testing was performed and therefore, an instrument issue cannot be ruled out as a potential contributor to the event. However, an instrument related issue is an unlikely cause of the event as vitros ahbc results from qc fluid testing were correct leading up to the event. A vitros ahbc lot 2560 reagent issue is an unlikely contributor to the event as historical qc results were within acceptable guidelines. Additionally, the expected (negative) results were obtained from a second sample draw from each of the patients using the same vitros ahbc lot 2560 as well as an abbott ahbc method. Furthermore, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros ahbc reagent lot 2560. Email address for contact office is (B)(4).

Event description:
The investigation determined that discordant, reactive anti-hbc (ahbc) results were obtained from six different patients when tested using vitros ahbc lot 2560 on a vitros 5600 integrated system. The results were discordant when compared to non-reactive ahbc results obtained from the testing of subsequent samples from the same patients using vitros ahbc lot 2560 as well as a non-vitros (abbott) ahbc method. (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The reactive vitros ahbc results were not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).